Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump experienced failure code 804:26 was confirmed and not reproduced. The cause was not identified as no repairs were required to resolve the problem. Additional information: this issue has been escalated to CAPA. The user interface module software version of this pump is 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 804:26. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. The user interface module software version of this pump is currently unknown.